Event description:
The reporter stated that one of his colleagues' vns patients had developed permanent vagus nerve damage/paralysis during a device interrogation attempt. The reporter indicated that the physician's programming wand had slipped off the patient's generator during the interrogation process which was believed to have caused the event. Later the reporter stated that "I do not know all the details but if able I can find out the story if able." Good faith attempts for additional information have been unsuccessful to date.